Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The computed tomography (CT) showed the hydrogel was irregular and asymmetric, and the imaging confirmed the hydrogel was intraprostatic on one side. Imaging also showed some of the hydrogel placed in the periprostatic veins. The patient experienced discomfort and tenderness in the region of prostate and is doing well after being placed on mobic. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular and gel misplaced - vascular.